Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. Customer did not provide accessories for device evaluation. An internal inspection of the device found no discrepancies. Review of the device log found pacing began 17 minutes into the case. Pacing would take place but would be interspersed with fault messages causing it to pause, including "pacer: cable fault when pacing," "pacer: pads cable fault," "pacer: ECG lead fault," and "pads off." Proper demand pacing requires a reliable, high-quality surface ECG signal, emphasizing correct connection of both ECG electrodes and pacing therapy electrodes to the patient. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace an 87-year-old female patient, the device's pacer output was intermittent. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.